Manufacturer narrative:
Method: asp provides all maintenance and technical support for this device. Advanced sterilization products(asp), co-manufacturer, provides all maintenance and technical support for this device. Asp is evaluating this incident and will resolve/correct the problem. In addition to this MDR, an MDR has been filed by asp under minntech's name and establishment number. No known patient injury has been reported. If additional information is received, minntech will review upon receipt.

Event description:
A customer reported improper processing time in unit. The unit was not set for disinfecting 12 minutes. It is reported this processing error began in (B)(6) 2010. The customer was advised that the time programmed for disinfect relates to the product being used to disinfect (i.e. Cidex opa). The customer was advised to follow the disinfectant instructions for use. It was confirmed that the correct disinfect processing time has been set. It is unknown how many patients had procedures with scopes that were not processed at the correct hld (high level disinfect) time. It was reported that there have been no patient reports of injury or harm. This facility has two are units. This is report two of two.